Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received from FDA representative. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received email notification from an FDA representative that a customer's adc device produced inaccurate readings. Customer's spouse was contacted and requested free product and was also dissatisfied with the customer service received. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.